Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2023 the customer went to the emergency room with a blood glucose (bg) level of 503 mg/dl and high ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated blood glucose levels by manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.